Event description:
Caller reported a minimum fill notification. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating it was within a safe range. The customer attempted to load a new cartridge with over 300 units of insulin. Technical support advised the customer to reload the cartridge, which successfully resolved the issue, allowing the customer to resume insulin delivery.